Event description:
(B)(4). Above date is not correct. This the only one I could get page to accept. Obgyn recommended the essure. Said it was safe and a perfect option for me. Also recommended an ablation due to heavy periods. Had implants and ablation (B)(6) 2008. By (B)(6) I was hospitalized with severe pain and inflammation throughout my body, felt like I was beat with a baseball bat. Doctors thought it was from the flu shot but not sure due to pain and swelling was all over not localized. Suggested I see a rheumatologist due to how high my white blood cell count was. They said I definitely had inflammation and pain but could not say for sure. Numerous doctors have told me the same. Since 2008 my depression has worsened, anxiety has increased, headaches and migraines have increases, weight gain, severe muscle and joint pain, shaking and muscle jerking, high blood pressure, pre diabetes, brain fog, bloating, inconsistent bowel habits, hand and feet swell daily, period and cramps are getting more severe; pass large blood clots, burning pain in groin area as well as in my right hip and right knee, outside of both legs are extremely sensitive to the touch. Vitamin d deficiency. Becoming more withdrawn and losing desire to do things I used to love, too painful to exercise...even walking. Hard to stand up from seated position and sometimes can not walk. Getting harder to climb stairs. Told I have, auto immune disease.